Manufacturer narrative:
Evaluation summary: no lot specific investigation can be done as no lot number was available. All batches were released according to the required specifications. The root cause is unknown. (B)(4).

Event description:
A surgeon reported that a white substance was observed to e deposited in the anterior chamber after intraocular lens (iol) injection. This event was experienced by a colleague of the reporter in four procedures. Patients impact was unknown. The reporter was not able to tell the origin of the substance however initially suspected it might have come from the cartridge or might be due to the sterilization process at the facility. Additional information was provided by the reporter. A sample of the white substance was tested at the facility's pathology department. Pathology results were reported to be inconclusive. The facility conducted an internal investigation and concluded that the material was dry / coagulated viscoelastic from prolonged air exposure. The facility changed the process scrub nurses follow to prepare the cartridge to prevent this event from reoccurring. Viscoelastic and iols had been quarantined and are now being used again. Additional information has been requested but not received to date. This is one of nine reports being filed for the same facility.

Manufacturer narrative:
Evaluation summary: the cartridge used was not specified which type was. The diopter of the lens model used is unk, but it is qualified for use in the cartridge used for the diopter range of 6.0 to 30.0; however, the viscoelastic is not qualified for use with this lens model/cartridges, only a specific viscoelastic (a different one) is approved for use with this combination. Not enough info was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. An unapproved viscoelastic was used with lens/cartridge combination. The use of unapproved products may result in lens delivery difficulties or lens damage. The account has conducted their own internal investigation and concluded that the material was dry/coagulated viscoelastic from prolonged air exposure. The account has changed the way the scrub nurses prepares the cartridge to prevent this reoccurrence. The account resumed the use of the viscoelastics and lens that had been quarantined.